Manufacturer narrative:
Date received by manufacturer: 22nov2019. The manufacturer¿s field service engineer (fse) confirmed the reported display parameters are changing continuously without manual use. The customer reports seems to come from the nav ring and touch screen fault. Issue. The manufacturer¿s field service engineer (fse) replaced the nav ring and touchscreen to address the reported problem. Touch screen calibration and verification of the nav ring is functioning correctly. Device is full functional. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25nov2019.

Event description:
The customer reported the display's parameters are changing continuously without manual use. The customer reports nav ring and touchscreen fault. There was no patient involvement.